Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle and thread separated. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/10/2020. A manufacturing record evaluation was performed for the finished device batch number pcq073, and no non-conformances were identified. H3 investigation summary: it was received for analysis an open sample of product code w8304, lot pcq073. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined, and the suture was observed broken in two sections due to stress applied to the strand, present damaged on the surface and the suture ends. In addition, a functional test was performed and the pull force were above the minimum requirements.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. Additional information was requested and the following was obtained: were there any adverse patient consequences? No patient consequence.